Manufacturer narrative:
Results: the pet lock was damaged but intact on the proximal end of the pusher assembly. Minor bends were present along the pusher assembly. The introducer sheath friction lock was wrinkled. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Coagulated blood was found within the distal tip of the introducer sheath. Conclusions: evaluation of the returned smart coil revealed a fully functional device. During functional testing, the smart coil was able to advance through a demonstration microcatheter without issue. The non-penumbra microcatheter was not returned for evaluation; therefore, the cause of the reported inability to advance the device was unable to be confirmed. Further evaluation revealed bends along the length of the pusher assembly. Based on the return condition and the reported complaint, the bends were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced nine non-penumbra coils and one smart coil into the target vessel using a non-penumbra microcatheter. Upon advancement of another smart coil into the hub of the microcatheter, the physician encountered strong resistance and was unable to advance the smart coil further into the microcatheter. The smart coil was then removed and was no longer used in the procedure. The procedure was completed using six additional smart coils. There was no report of an adverse effect to the patient.